Event description:
During a pta treatment procedure, the platinum plus 0.014" sst glidex guidewire fractured and the tip remains in the patient's body. The lesion being treated was a 'trifurcation closure' in the posterior tibial artery. The physician used a 6f cook crossover introducer sheath for vascular access. The physician performed a left to right crossover access maneuver to reach the trifurcation lesion, but the tip of the platinum plus guidewire became lodged in the 'closed' lesion and the tip fractured off. The physician elected not to retrieve the fractured tip as it was in a 'closed' vessel. No patient injuries or complications were reported. Patient condition is reported as 'good'.